Event description:
On (B)(4) 2013 baxter received a report regarding one (1) interlink extension set (product code unknown, lot unknown). The customer reports that they have ongoing occurrences of difficulty connecting smiths medical winged protect IV to baxter extension sets with loss of IV access. The customer advised that there have been twenty-two (22) separate occurrences while using baxter product codes (B)(4); the customer did not specify the distribution of occurrences for each product code. The customer has advised there are samples for evaluation however did not specify the quantity nor the products codes that there were samples of. When the problem was noted is unknown however there is no patient injury, involvement, or medical intervention associated with the events. The customer indicated that they are not going to provide the individual feedback forms to identify the distribution of product occurrences. The customer specified that the incidents occurred between (B)(6) 2012 and (B)(6) 2013. Sample availability is currently unknown. (B)(4).

Manufacturer narrative:
(B)(4). There is no trend alert identified for the product code (B)(4) and the as reported problem code of connection - difficult to connect. The lot number was not provided; as such a batch record review could not be performed. This complaint and any associated tasks will be re-opened accordingly and if required upon receipt of any samples. The reported condition could not be confirmed and no assignable cause identified.

Manufacturer narrative:
(B)(4) - the device has been returned and evaluated; therefore, the coding has been updated. Evaluation summary: the sample was received for evaluation. The sample was visually inspected, clear passage tested and pressure tested. The set's slide clamp was functionally tested and the set was primed. No malfunctions were identified during evaluation.